Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s cgm displayed a low reading, prompting the patient to consume carbohydrates. Despite this intervention, the cgm reading did not change. A fingerstick test was then performed, revealing a blood glucose level of approximately 600 mg/dl, while the cgm continued to show a low (unspecified) value. The patient reported symptoms of increased thirst and mood swings. Subsequently, the cgm reading increased to 300 mg/dl; however, no additional fingerstick was performed at that time. The patient was transported to the hospital by his wife and admitted to the intensive care unit (ICU). Treatment included intravenous insulin and fluids. The patient was discharged after two days with a blood glucose reading of 100 mg/dl. No documentation indicated further medical evaluation or intervention following discharge. At the time of this report, the patient was feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.